Manufacturer narrative:
The MFR did not receive devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the info provided. However, there is no indication for a product failure. Should additional info become available, and/ or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated. (B)(4).

Manufacturer narrative:
The device analysis was not performed since the devices affected were not available for investigation. No other information was received apart from this complaint. However, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Hence, zimmer (B)(4) will consider this case as closed. Note: this case is a split complaint with (B)(4) under report number 2648920-2014-00040.

Event description:
Add'l info received on april 2, 2014. The eval report has been received. The device history records and the compatibility checks could not be performed as no product info was provided. During the trend analysis, no trend was identified. Review of the incoming information: the patient underwent surgeries from 2006 through (B)(6) 2012 and was experiencing pain. It is unknown if the patient has been revised. After (B)(6) 2014 patient was informed she suffered from additional failures in her revisionary hip replacement surgery. However, no clear event could be determined, related to the mentioned instrument.

Manufacturer narrative:
On august 25, 2014 an additional revision surgery occurred, they replaced the zimmer trilogy longevity constrained liner with a biolox femoral head. During all the revision surgeries the wagner slr stayed in the pt. Surgical reports: neither implantation report of an (B)(6) 2012 nor revision reports of (B)(6) 2012 and of (B)(6) 2014 states any issue related to wagner stem and/or wagner reamer. Possible causes for the reported event according to dfmea: migration of stem short and long term, splitting of femur, improper initial setting of the implant, due to awl design doesn't correspond to the stem design (functionality). Migration of stem short and long term, splitting of femur, due to surgeon unfamiliar with the correct indications. Migration of stem short and long term, splitting of femur, due to wrong size implanted (incorrect size chosen). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed.

Event description:
This case was re-open to enter additional information received on july 28, 2015 and the investigation "cas" performed again. Initially it was reported that a claim against the wagner conical reamer was raised. The patient underwent surgeries from 2006 through (B)(6) 2012 and was experiencing pain. It was unknown if the patient has been revised. After (B)(6) 2014, patient was informed she suffered from additional failures in her revisionary hip replacement surgery. However, no clear event could be determined, related to the mentioned instrument. According to new information received on mar 26, 2015, during a revision surgery on (B)(6) 2012 the patient received a wagner stem associated with a falling issue. On (B)(6) 2012, patient liner and shell were revised due to recurrent dislocation.

Manufacturer narrative:
This case was re-opened to enter additional information received on (B)(6) 2015. The manufacturer did not receive devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. This case will be closed once again.

Event description:
The pt is pursuing a product liability claim arising out of the use of wagner slr conical reamers as well as other zimmer products. It is reported "that the pt underwent surgeries from 2006 through (B)(6) 2012 and is experiencing pain. It is unk if the pt has been revised. After (B)(6) 2014, pt was informed she suffered from additional failures in her revisionary hip replacement surgery".